Event description:
The customer returned this shaver for repair with the report that it "would not shut off". There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec rec'd the shaver handpiece for evaluation and confirmed the reported problem. The evaluation found that the on/off buttons would not function. Further investigation found that the shaver has the potential to run on its own related to pc board failure. A design change has been implemented for this failure mode. There are no reported injuries associated with this event. This failure mode will continue to be monitored. A review of conmed linvatec repair records shows no prior repair for this device. The instruction manual for this handpiece recommends a service interval of every 12 months. The customer will be contacted with this info.